Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer provided a blood glucose of 199 mg/dl. System check with tandem technical support could not identify a source of the blockage. Customer completed a supply change to address the issue.